Event description:
Patient called to report an adverse event involving her mckesson band aid she received after a procedure on (B)(6) 2020. Patient stated after she showered and the bandage came off, where the adhesive was on her skin was sticky, red, painful and irritated. Patient said by the end of the day it was blistering and infected. Patient stated as of today, she still has one scabbing red line. Patient believes she is allergic to the adhesive, which caused the reaction. Patient said she felt as if something had burned her skin.